Event description:
The customer alleges that the tubing disconnected from the adapter. No report of a pt injury.

Manufacturer narrative:
A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) review could not be performed as the lot number provided (73j1400258) is not a valid lot number for the product code reported. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the device sample is not available it is not possible to determine the source of the defect reported and determine a root cause. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.